Manufacturer narrative:
All available information indicates that the device and lead remain in service. There is no additional information available. If additional information becomes available the event will be updated. Approximately eighteen months later, the device was explanted and returned following the patient's death. There were no additional allegation against the device's performance. In a review of the returned electrograms (egms), the air bubble oversensing was confirmed. Microscopic visual inspection found the header to be completely intact and there were no holes in the seal plugs. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that following the implant procedure for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead there were two instances of pacing inhibition which created asystole for approximately 3 seconds due to oversensing. The patient was pacemaker dependent and was under full anesthesia. The pocket was reopened and all connections were verified. The oversensing resolved on its own and the suspected cause was air bubbles in the header. The patient continued to be monitored. To date, there have been no adverse patient effects reported.